Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1078987 rev a (dec-06) was issued with this device. The owner's manual is also found on-line at invacare.com . It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The father mentioned that the batteries have been replaced in the lift but it did not help. No injury alleged.

Event description:
End user's father states was taking daughter out of bathtub with lift, while lifting her out, it lost it's hydraulic and dropped her straight down. Father dropped her into the water and the boom fell on her but no injury.